Event description:
It was reported that the recanalization catheter could not be attached to the transducer. Another catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with device and patient codes, but not reported. All other required information was previously provided and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The device was returned. Product packaging and label were not returned. A complete circumferential break in the y-connector was noted near the distal end of the y-connector. The crosser handle was able to be connected to the transducer of the in-house generator without issue. No further functional testing could be performed based upon the condition of the returned sample. The investigation is confirmed for a broken y-connector. The investigation is unconfirmed for a connection issue between the crosser handle and the transducer as the crosser handle was able to connect to an in-house transducer without issue. It is unk whether the manner in which the device was unsnapped from the packaging hoop contributed to the break in the y-connector. It is unk whether procedural issue or the user's transducer contributed to the reported connection issue. Based upon the available info, the definitive root cause could not be determined. The crosser catheter IFU provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.